Event description:
A heartstring report was submitted to guidant cardiac surgery with no information. On july 6, 2006, the seal was received cracked. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed.